Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states: "precautions: when removing the fiber from it's pouch or tray, secure the distal tip to avoid damage or contamination. Do not apply excessive force to the tip of the fiber as breakage may result. Begin lasing at the lowest possible power/energy setting to achieve the desired effect. Use lower power levels and shorter pulses to familiarize yourself with the operation of the bard endobeam holmium laser fiber. High power/long duration of laser energy while placing the tip in contact with tissue may damage or significantly reduce the life of this product. Direct contact by laser beam may cause damage to guidewires, baskets or other ureteroscopic accessories. If fiber tip is visibly damaged or requires excessive amounts of energy to affect coagulation or vaporization, discontinue use and replace with a new fiber for optimum results. If desired, strip and cleave the fiber as outlined in the "instructions for stripping and cleaving" and "fiber output test" sections of this IFU. Do not exceed the recommended power levels when utilizing the bard endobeam holmium laser fiber. Check the device completeness once removed from the pt." "Adverse events: the potential adverse effects associated with holmium laser fibers may include but are not limited to: perforation, hematoma, vasovagal response, infection, thermal damage, edema, bleeding, discomfort, hypertension, delay in healing, post-procedure fever and leukocytosis (associated with tissue destruction." (B)(4).

Event description:
It was reported that the tip broke when the surgeon was inserting through the port of the scope. The physician was able to finish the procedure with no further impact to the pt. Associated MDR: 1018233-2013-00117.